Event description:
It was reported that the cadd-legacy pump gave a high pressure alarm while it was in use. The patient took some troubleshooting steps to no avail. The patient switched to a back-up pump that functioned fine. No serious injury was reported in connection with this incident. The patient was using the pump for treatment of pulmonary arterial hypertension. The patient's dosing information is as follows: "dose or amount: 22ng/kg/min, frequency: continuous, route: intravenous."